Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that portions of the touchscreen was unresponsive. During troubleshooting with tandem technical support the touchscreen was functioning as intended. In addition, it was reported it was reported that the pump correction factor was programmed incorrectly causing more insulin than needed to be delivered. Subsequently, customer's blood glucose (bg) level dropped to 70 mg/dl. Customer ate carbohydrates and bg levels rose to 239 mg/dl. Customer delivered a correction bolus to stabilize blood glucose levels. Customer corrected their correction factor and indicated they will discuss the reported issue with their health care professional. In addition, it was reported that the customer was having difficulty charging the pump despite the attempt of multiple usb cables.